Manufacturer narrative:
Engineering evaluated the returned transducer based on the customer complaint. It was discovered transducer failed the dielectric strength test and the insertion tube was crushed at the 40 cm mark. There is cosmetic damage and evidence of improper third-party repair of the transducer. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed and no additional repair or analysis action was required.

Event description:
It was reported that an x8-2t transducer had an increased leakage current after testing prior to use. The transducer was associated with the epiq 7c ultrasound system at the customer's site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed there was bite mark damage. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.